Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgical stapling on bariatric sleeve procedure, the reload advanced only the first 15mm in the clamping. The firing stopped and reload had to be replaced by a new one to resolve the issue. No patient injury.